Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per cec adjudication. This is a (B)(6) female with medical history including angina, history of previous CABG, history of hypertension, and diabetes. The patient presented with ccs class iii angina and a 75% stenosis in the proximal right coronary artery (rca). The patient underwent the index procedure with placement of one study stent/cypher 3.5 x 18 mm. And post-stent balloon angioplasty in the proximal rca. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. During this procedure, a non-target lesion in the right posterior descending (pda), as well as a non-target lesion in the saphenous vein graft (svg) to the right pda was successfully treated with balloon angioplasty and placement of a non-study drug-eluting stent. The procedure was uncomplicated. Pre-procedure, on (B)(6) 2010 at 16:30, the ck was 54 (nl 170, ratio <1), the ckmb was 0.49 (nl 3.6, ratio <1) and the troponin was 0.04 (nl 0.09, ratio <1). Post-procedure on (B)(6) 2010 at 02:59, the ck was 61 (ratio <1), the ckmb was 0.49 (ratio <1) and the troponin was 0.24 (nl 0.09, ratio 2.67). On (B)(6) 2010 at 11:48, the ck was 78 (ratio <1), the ckmb was 0.60 (ratio <1) and the troponin was 0.32 (nl 0.09, ratio 3.55). The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged on the day after the procedure on dual antiplatelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The patient presented with ccs class iii angina and a 75% stenosis in the proximal right coronary artery (rca). The patient underwent the index procedure with placement of one study stent/cypher 3.5 x 18 mm. And post-stent balloon angioplasty in the proximal rca. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. During this procedure, a non-target lesion in the right posterior descending (pda), as well as a non-target lesion in the saphenous vein graft (svg) to the right pda was successfully treated with balloon angioplasty and placement of a non-study drug-eluting stent. The procedure was uncomplicated. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged on the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
This patient with a history of CABG underwent successful stenting of the proximal rca with a cypher stent. Two other non-cordis des were placed in other lesions during this index procedure. The patient had right lower leg pain this same day, which is ongoing. This event was noted as unrelated to the index stent implanted. The leg pain is being medically managed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.